Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. The dealer states one of the walker leg push pins isn't functioning properly, locking/unlocking. MDR filed.